Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that a patient experienced an intraocular pressure spike of 56 mmhg the day after having a glaucoma stent inserted. The surgeon treated with topical drops. Additional information has been requested.